Manufacturer narrative:
A system displaying the ¿replace generator soon¿ warning message was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg displayed the ¿replace generator soon.¿ message. Troubleshooting was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported during follow up that the patient underwent surgical intervention during which the ipg was explanted and replaced.